Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative that an ar-18714-11 low profile screw had an issue. During a finger fracture procedure on (B)(6) 2022, when the surgeon was screwing the screw in, the screw reached the plate and the head of the screw broke off, fell out, was retrieved, and the shaft of the screw stayed inside the patient. The shaft was left inside the patient, a locking screw ar-18714v-01 (batch unknown) was added to provide additional fixation, and the case was completed successfully with no delay and no impact to the patient. The patient is fine to date.